Event description:
It was reported that during a davinci sigmoid colectomy procedure there was bleeding at the staple line and one malformed staple in the shape of an m. The blood loss was minimal and a monopolar device was used to control the bleeding. The patient did not need a blood transfusion. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch numbers included in lot number provided h44e2k are h52n5p (mfg 09/01/2011) and h52p3x (mfg 09/01/2011).